Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Event description:
During the first trimester of pregnancy, a pt complained of shortness of breath. A holter monitor performed five months prior to the catheterization procedure was read as "within normal limits". Three months post pregnancy, the pt complained of exercise intolerance and fatigue. The pt underwent device implantation for closure of a moderate-to-large atrial septal defect without complication. The device was positioned superior and slightly anterior toward the aortic mound with 5mm of rim. The pt was observed overnight in the hosp with no rhythm issues noted. The next day, an echocardiogram revealed stable device position, no residual shunt, and no pericardial effusion. Prior to discharge, an EKG and a chest x-ray were repeated with normal results. Two days post procedure, the pt complained of chest pain and shortness of breath. The pt collapsed and emergency 911 was called. Upon arrival, the emt failed to detect electrical activity and began CPR during transport to ER. Resuscitation efforts continued at ER, however, the pt expired. The preliminary autopsy report revealed no evidence of device malpositioning or embolization, no vascular perforations, no coronary artery embolization or disease, and no pulmonary embolus or obstructive intracardiac thrombus. Fresh blood was found in the pericardial space and left pleural space. The cause of death was reported as cardio-respiratory arrhythmia and non-device related.